Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported encountering an air detected in cassette warning in drain 1 of 5. The patient cancelled treatment and found fluid when removing the cassette. There was fluid in the pump module area and fluid on the external cassette. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was trained to do manual treatments and finished the treatment. The patient received a new cycler. The cycler is available to return as a sample product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported encountering an air detected in cassette warning in drain 1 of 5. The patient cancelled treatment and found fluid when removing the cassette. There was fluid in the pump module area and fluid on the external cassette. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was trained to do manual treatments and finished the treatment. The patient received a new cycler. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: the g.3. Date for follow up 1 report should have been 5-7-2024.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported encountering an air detected in cassette warning in drain 1 of 5. The patient cancelled treatment and found fluid when removing the cassette. There was fluid in the pump module area and fluid on the external cassette. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was trained to do manual treatments and finished the treatment. The patient received a new cycler. The cycler is available to return as a sample product.